Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the vectra-pl 4/4.5 2 segments l55 tan blue (p/n: 04.613.146; lot # 3228717) was received at us cq. Upon visual inspection of the plate it was observed that one of the wishbone clips had disassembled from plate hole and was deformed. The surface of the device shows wear consistent with the use of the device which not contribute to the complaint condition. The complaint condition was confirmed for vectra-pl 4/4.5 2 segments l55 tan blue (p/n: 04.613.146; lot # 3228717) as the wishbone clip had disassembled from the hole of the plate causing the issue. However, a root cause for the reported issue cannot be determined from the available information. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot ,part: 04.613.146, lot: 3228717, manufacturing site: mezzovico, supplier: n/a, release to warehouse date: 14 august 2009, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: picture review: on the received pictures there is a plate and 4 screws with a kind of swarf visible. It cannot be confirmed if the swarf belongs to one of the screws or the plate. Therefore, the complaint is rated as not confirmed. The review of the picture does not allow to any determination of any root cause. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the vectra plate locking mechanism failed. There was a surgical delay of thirty (30) minutes. The surgery was successfully completed with the use of another implant. There was no patient consequence. This report is for one (1) ti vectra(tm) plate 2 level/46mm. This is report 1 of 1 for (B)(4).